Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen 2000 mcg/ml at a dose of ¿1050 mcg/ml¿ via an implantable pump. It was reported there was increased spasticity. The dose of the baclofen was increased at last on the daily dose up to 1050 mcg/ml without improvement of the spasticity symptoms. The hcp easily aspirated cerebrospinal fluid (csf) by way of the catheter access port (cap) of the synchromed-ii pump. He also applied sterile water for ¿incetions¿ by way of the cap to check the patency of the catheter. Consequently, he decided to change the pump. The pump was explanted and a new pump was implanted. He also implanted a new ascenda catheter 8780. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was alive ¿ no injury.

Manufacturer narrative:
As received by analysis pump showed a power on reset (por a). It was determined by analysis that this anomaly happened after explant while in transit to the analysis lab. The complaint was not consistent with a por a and the logs did not indicate it was in this state while implanted. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.